Event description:
It was reported that on the display screen of the external pulse generator there were several lines of pixels missing. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display screen was missing pixels, and further noted that the battery release was contaminated, the side bail covers were broken and the battery contacts were compressed. All found defective parts were replaced. (B)(4).